Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 4th june 2007. During the investigation, the device was found to be giving incorrect child patient prompts with an adult pad-pak installed, this would confirm the reported fault. The measurements taken would indicate a failure of the reed switch (sw1). There was 15 manual power ups recorded in the device memory in which the device powered up in child patient mode. This would indicate the fault was detected during these manual power cycles. The reed switch was replaced and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. As detailed in the report the device was capable of delivering therapy, however, the shock energy may have been reduced for higher impedance patients due to the device powering up in paediatric mode. In addition, the ability of the device to detect patient impedance <74 would have been compromised. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Devices prompts child patient with adult pad-pak inserted. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Devices prompts child patient with adult pad-pak inserted. There was no patient involved in this event.